Manufacturer narrative:
It was later reported that this device was explanted and replaced with a non-boston scientific device. This device was not save and will not be returned.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) was undergoing a redo sternotomy for an aortic valve replacement. The device was reprogrammed to ddo at 80 beats per minute (bpm) and electrocautery mode per physician's request prior to the surgery. However, the patient received as unnecessary shock, the device was beeping and pacing at 72 bpm and was thought to be in safety core. The patient was hemodynamically stable with a sinus rate of 55-60 bpm. This patient was not dependant, in a sinus rhythm, but was experiencing pacemaker syndrome. Technical services discussed the fault code associated with this event and advised that the device be replaced. It was unclear if the device would be replaced and if so if it would be with a boston scientific device.

Manufacturer narrative:
Resolution was requested from the field representative who later reported that the patient was still critical after surgery and to their knowledge the device had not yet been replaced. This investigation will be updated should further information be provided.